Manufacturer narrative:
The reagent lot number is 716673. The expiration date was requested but not provided. The investigation excluded reagent issues as no further cases were reported and a correct rerun was performed with the same reagent. The field service engineer inspected the module and found a bent sample probe. He noted that the probes in general were misaligned at all cell positions. He then changed the sample probe and performed readjustments. He verified that the assay and the module were performing within specifications. The investigation determined that the event was due to a component malfunction. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable tina-quant iga gen 2 (iga) result from one patient sample tested on the cobas 6000 c501 module. The initial result was 635 mg/dl. The first repeat result was 1527 mg/dl with a data flag. The second repeat result on automatic rerun was 1902 mg/dl.